Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg, implantable cardioverter defibrillator, (B)(6) 2012; 694758, implantable tachy lead, (B)(6) 2009; 439688, implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported by remote transmission, the atrial lead has chronically high thresholds. The lead is still in use. No patient complications have been reported as a result of this event.